Event description:
The service repair tech reported that during routine safety testing of the device at the service center, the unit's power supply failed. There was no pt involvement.

Manufacturer narrative:
The reported complaint was confirmed by the field service rep (fsr). The power supply will be replaced. Product will be sent to service to be brought to manufacturer's specifications before being returned to the customer. If additional info becomes available on this complaint that would alter the facts and/or conclusions, a supplemental report will be filed accordingly.